Manufacturer narrative:
UDI number: (B)(4). Edwards life sciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a pulmonic valve in conduit procedure, the valve alignment of a 29 mm sapien 3 valve was not able to be completed. The fine alignment was attempted in a 22fr. Non-edwards sheath. Although the valve was not centered between the valve alignment markers, the partial valve deployment was attempted. The valve opened on one end only. It was not possible to reposition the valve in the intended position. The valve was pulled back into the superior vena cave (svc) and deployed in a ¿safe zone¿. A stent was deployed in the sapien 3 valve. A second sapien 3 valve was prepared and successfully deployed in the intended pulmonic position. At the time of this report, the patient was in stable condition and discharged on postoperative day (pod) 2. Information regarding the access vessel minimum luminal diameter was not provided. No calcification and moderate tortuosity were reported. It was perceived that the sheath diameter was too small to accommodate the valve alignment.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a pulmonic conduit is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No procedural cine or imagery was provided for review. Lot history review revealed one other similar complaint. The complaint was not able to be confirmed. Complaint history review revealed the occurrence rate did not exceed the august 2019 control limit for the trend category. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Per the IFU and training manuals in a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. Warning: to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Engage the balloon lock. Use the fine adjustment wheel to position the valve between the valve alignment markers. Caution: do not turn the fine adjustment wheel if the balloon lock is not engaged. Do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, delivery system components undergo multiple 100% visual and dimensional inspections. The entire device undergoes visual and functional inspection of the fine adjust, collet/shaft clearance and collet engagement. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. In this case, the complaint was not able to be confirmed as the device was not returned and no imagery was provided for review. Presence of a manufacturing non-conformance was unable to be determined. However, a review of DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Per the complaint description, the valve alignment was not able to be completed and tortuosity was reported in the patient vessels. Per the training manual, ¿the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation¿. The available information indicated the valve alignment attempt was made inside a 22fr. Non-edwards sheath. It is possible that in conjunction with tortuosity in the vessels, that resistance of the valve against the sheath could be experienced along with potential non-coaxial movement of the valve onto the balloon. However, the interaction with the edwards commander delivery system with the non-edwards sheath is unknown. Although a definite root cause could not be determined, available information suggests procedural factors (valve alignment in a non-edwards sheath), in addition to patient factors (vessel tortuosity) may have contributed to the valve not being centered between the valve alignment markers and the difficulties encountered during valve deployment, resulting in the placement of the valve in the svc. No labeling or IFU/training inadequacies were identified and review of complaint history revealed that the complaint rate for the applicable trend category did not exceed its monthly control limit. As such, neither pra escalation nor corrective actions were required.

Manufacturer narrative:
Reference CAPA-20-00141.